Event description:
The patient received his scs system including three paddle leads and a lead extension on (B)(6) 2009. It was reported that the patient could not feel any stimulation through one of the leads. The lead was replaced on (B)(6) 2009. The explanted lead was returned to ans for evaluation. The lead lot number was not documented. Follow up on the patient found no further problems reported. No further information is available.

Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.